Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6: health effect clinical code - needle stick/puncture.

Event description:
Dexcom was made aware on 01/30/2024, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the arm. On (B)(6) 2023, the patient experienced a skin reaction with puss and infection on puncture area which occurred 4 days after the sensor had been inserted in the arm. The patient went to hospital and was prescribed with antibiotics, doxycycline 100 mg tablet twice a day. The patient was in good condition at the time of report. No additional event or patient information is available.